Event description:
It was reported that the patient experienced high thresholds on the right ventricular (rv) lead. The rv lead remains in use. It was also reported that the right atrial (ra) lead exhibited functional undersensing due to post ventricular atrial blanking programmed to one hundred and eighty beats per minute (bpm).the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.